Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/13/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2009 during which the surgeon noted ¿the previously placed mesh was noted to be quite adherent to the surrounding tissues. The mesh was dissected off the surrounding tissue.¿ it was reported that the patient experienced severe pain, burning, nerve damage, numbness, stress and anxiety. No additional information was provided.